Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), bone density decreased ("bone density loss") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, musculoskeletal pain, neck pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bone density decreased, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, musculoskeletal pain, neck pain, pelvic pain and tooth loss to be related to essure (ess205). Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In april 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), bone density decreased ("bone density loss"), arthralgia ("joint pain") and infection ("infections"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on april 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, musculoskeletal pain, neck pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia and infection outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bone density decreased, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menstrual disorder, mood swings, musculoskeletal pain, neck pain, pelvic pain and tooth loss to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received: new reporters and new event infection added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/constant pain') in an adult female patient who had essure (ess205) (batch no. 12269190-inv,12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and otitis media. Previously administered products included for an unreported indication: penicillin allergy. Concurrent conditions included rib pain, costochondritis, tobacco user, pressure chest, iron deficiency anemia, cardiac dysrhythmias, overweight, bradycardia, photophobia, phonophobia, irritable, concentration ability impaired, trouble falling asleep, depressive disorder, gerd, bloating, sores mouth, urination pain, incomplete bladder emptying, foggy feeling in head, myalgia, palpitations, swelling nos and stomach upset. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2005 to (B)(6) 2005 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid, duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax) from (B)(6) 2011 to (B)(6) 2012, fish oil, gabapentin (neurontin) since 2012, iron from (B)(6) 2011 to (B)(6) 2012, ketorolac tromethamine, magnesium from (B)(6) 2011 to (B)(6) 2012, omeprazole, omeprazole (prilosec), proton pump inhibitors, rabeprazole sodium (aciphex), ranitidine hydrochloride (zantac), sucralfate (carafate), tizanidine from (B)(6) 2016 to (B)(6) 2016 and trazodone from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"), back pain ("back pain/ pain in neck and shoulder that radiated down to back"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in neck"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines"). In 2006, the patient experienced irritable bowel syndrome ("ibs"), coeliac disease ("celiac¿s disease"), depression ("depression"), anxiety ("anxiety") and gastrooesophageal reflux disease ("reflux") and was found to have hormone level abnormal ("hormonal changes"). In 2007, the patient experienced gluten sensitivity ("allergic reaction/allergic/hypersensitivity reaction (glutens, metals)") and allergy to metals ("allergic/hypersensitivity reaction (glutens, metals)/nickel allergy"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)"), nausea ("nausea"), morning sickness ("morning sickness for years") and feeling abnormal ("brain fog"). In 2012, the patient experienced arrhythmia ("arrhytmias"). In 2014, the patient experienced alopecia ("hair loss/hair falling out"). In 2016, the patient experienced tooth loss ("tooth loss"), tooth discolouration ("dental problems brown staining") and hypoaesthesia oral ("dead nerves and no feeling inside mouth/gum areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia"), mood swings ("mood swings"), arthralgia ("joint pain"), infection ("infections"), sjogren's syndrome ("autoimmune disorder (sjogren¿s)"), sinus arrhythmia ("sinus arrhythmias"), bone pain ("bone pain"), nasopharyngitis ("cold"), hot flush ("hot flashes") and cystitis ("cystitis,") and was found to have bone density decreased ("bone density loss"). The patient was treated with antibiotics, drugs for constipation and surgery (hysterectomy(partial) and bilateral salphingectomy and surgery (removal of essure)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, neck pain, abdominal pain, dyspareunia, headache, gluten sensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, rheumatoid arthritis, sjogren's syndrome, sinus arrhythmia, tooth discolouration, irritable bowel syndrome, coeliac disease, nausea, hypoaesthesia oral, hormone level abnormal, bone pain, nasopharyngitis, hot flush, cystitis, depression, anxiety, morning sickness, gastrooesophageal reflux disease and feeling abnormal outcome was unknown, the musculoskeletal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bone density decreased, bone pain, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hot flush, hypoaesthesia oral, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, morning sickness, musculoskeletal pain, nasopharyngitis, nausea, neck pain, pelvic pain, rheumatoid arthritis, sinus arrhythmia, sjogren's syndrome, tooth discolouration, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion no tubal patency. Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. Lot number was added. New events added: reflux, brain fog, hot flashes, cystitis, arrhythmias, depression, anxiety, morning sickness for years. Concomitant drugs, concomitant conditions, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/constant pain') in an adult female patient who had essure (ess205) (batch no. 12269190-inv,12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and otitis media. Previously administered products included for an unreported indication: penicillin allergy. Concurrent conditions included rib pain, costochondritis, tobacco user, pressure chest, iron deficiency anemia, cardiac dysrhythmias, overweight, bradycardia, photophobia, phonophobia, irritable, concentration ability impaired, trouble falling asleep, depressive disorder, gerd, bloating, sores mouth, urination pain, incomplete bladder emptying, foggy feeling in head, myalgia, palpitations, swelling nos and stomach upset. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6)2005 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid, duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax) from 27-oct-2011 to (B)(6) 2012, fish oil, gabapentin (neurontin) since 2012, iron from (B)(6) 2011 to (B)(6) 2012, ketorolac tromethamine, magnesium from (B)(6) 2011 to (B)(6) 2012, omeprazole, omeprazole (prilosec), proton pump inhibitors, rabeprazole sodium (aciphex), ranitidine hydrochloride (zantac), sucralfate (carafate), tizanidine from (B)(6) 2016 to (B)(6) 2016 and trazodone from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"), back pain ("back pain/ pain in neck and shoulder that radiated down to back"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in neck"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines"). In 2006, the patient experienced irritable bowel syndrome ("ibs"), coeliac disease ("celiac¿s disease"), depression ("depression"), anxiety ("anxiety") and gastrooesophageal reflux disease ("reflux") and was found to have hormone level abnormal ("hormonal changes"). In 2007, the patient experienced gluten sensitivity ("allergic reaction/allergic/hypersensitivity reaction (glutens, metals)") and allergy to metals ("allergic/hypersensitivity reaction (glutens, metals)/nickel allergy"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)"), the first episode of nausea ("nausea"), the second episode of nausea ("morning sickness for years") and feeling abnormal ("brain fog"). In 2012, the patient experienced arrhythmia ("arrhytmias"). In 2014, the patient experienced alopecia ("hair loss/hair falling out"). In 2016, the patient experienced tooth loss ("tooth loss"), tooth discolouration ("dental problems brown staining") and hypoaesthesia oral ("dead nerves and no feeling inside mouth/gum areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia"), mood swings ("mood swings"), arthralgia ("joint pain"), infection ("infections"), sjogren's syndrome ("autoimmune disorder (sjogren¿s)"), sinus arrhythmia ("sinus arrhythmias"), bone pain ("bone pain"), nasopharyngitis ("cold"), hot flush ("hot flashes") and cystitis ("cystitis,") and was found to have bone density decreased ("bone density loss"). The patient was treated with antibiotics, drugs for constipation and surgery (hysterectomy(partial) and bilateral "salpingectomy" and surgery (removal of essure)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, neck pain, abdominal pain, dyspareunia, headache, gluten sensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, rheumatoid arthritis, sjogren's syndrome, sinus arrhythmia, tooth discolouration, irritable bowel syndrome, coeliac disease, hypoaesthesia oral, hormone level abnormal, bone pain, nasopharyngitis, hot flush, cystitis, depression, anxiety, the last episode of nausea, gastrooesophageal reflux disease and feeling abnormal outcome was unknown, the musculoskeletal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bone density decreased, bone pain, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hot flush, hypoaesthesia oral, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, nasopharyngitis, neck pain, pelvic pain, rheumatoid arthritis, sinus arrhythmia, sjogren's syndrome, tooth discolouration, tooth loss, vaginal haemorrhage, the first episode of nausea and the second episode of nausea to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion no tubal patency. Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Lot number ( 12269190 ) is invalid lot number:12268180 manufacturing date:2004/11 expiration date:2006/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/constant pain"), genital haemorrhage ("excessive bleeding"), rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)"), sjogren's syndrome ("autoimmune disorder (sjogren¿s)") and coeliac disease ("celiac¿s disease") in an adult female patient who had essure (ess205) (batch no. 12269190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: penicillin allergy. Concurrent conditions included rib pain, costochondritis, tobacco user, pressure chest, iron deficiency anemia, cardiac dysrhythmias, overweight, bradycardia, photophobia, phonophobia, irritable, concentration ability impaired, sleep unwell, depressive disorder, gerd, bloating, sores mouth, urination pain, incomplete bladder emptying, foggy feeling in head, myalgia, palpitations, swelling nos and stomach upset. Concomitant products included ascorbic acid (vitamin c), citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax), gabapentin (neurontin), iron, ketorolac tromethamine, magnesium, obetrol (adderall xr), omeprazole, omeprazole (prilosec), pantoprazole (protonix), sucralfate (carafate) and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"), back pain ("back pain/ pain in neck and shoulder that radiated down to back"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in neck"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines"). In 2006, the patient experienced irritable bowel syndrome ("ibs"), coeliac disease (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). In 2007, the patient experienced gluten sensitivity ("allergic reaction/allergic/hypersensitivity reaction (glutens, metals)") and allergy to metals ("allergic/hypersensitivity reaction (glutens, metals)/nickel allergy"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss"), tooth discolouration ("dental problems brown staining") and oral discomfort ("dead nerves and no feeling inside mouth/gum areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia"), mood swings ("mood swings"), alopecia ("hair loss/hair falling out "), bone density decreased ("bone density loss"), arthralgia ("joint pain"), infection ("infections"), sjogren's syndrome (seriousness criterion medically significant), sinus arrhythmia ("sinus arrhythmias"), bone pain ("bone pain") and nasopharyngitis ("cold"). The patient was treated with laxatives, antibiotics and surgery (hysterectomy(partial) and bilateral salphingectomy and surgery (removal of essure)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, neck pain, abdominal pain, dyspareunia, headache, gluten sensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, rheumatoid arthritis, sjogren's syndrome, sinus arrhythmia, tooth discolouration, irritable bowel syndrome, coeliac disease, nausea, oral discomfort, hormone level abnormal, bone pain and nasopharyngitis outcome was unknown, the musculoskeletal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bone density decreased, bone pain, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, nasopharyngitis, nausea, neck pain, oral discomfort, pelvic pain, rheumatoid arthritis, sinus arrhythmia, sjogren's syndrome, tooth discolouration, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion no tubal patency in jul-2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, headaches, nausea, migraine, joint/shoulder pain, neck pain, abdominal pain, rheumatoid arthritis, allergic to nickel, drug hypersensitivity, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lot number were added. Events added: abnormal bleeding(vaginal, menorrhagia), allergic/hypersensitivity reaction (glutens, metals), autoimmune disorder (rheumatoid arthritis, sjogren¿s), blood or heart disorder/condition (sinus arrhythmias), dental problems, gastrointestinal or digestive system condition (ibs, celiac¿s disease), hormonal changes (constant pain), migraines, nausea, nickel allergy, bone pain, cold.preferred term of allergic reaction was updated from hypersensitivity reactions to gluten allergy. Outcome of event shoulder pain was changed from unknown to recovered/resolved and migraines from unknown to not recovered/not resolved. Concomitant conditions, concomitant drugs, lab data and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/constant pain') in an adult female patient who had essure (ess205) (batch no. 12269190-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: penicillin allergy. Concurrent conditions included rib pain, costochondritis, tobacco user, pressure chest, iron deficiency anemia, cardiac dysrhythmias, overweight, bradycardia, photophobia, phonophobia, irritable, concentration ability impaired, trouble falling asleep, depressive disorder, gerd, bloating, sores mouth, urination pain, incomplete bladder emptying, foggy feeling in head, myalgia, palpitations, swelling nos and stomach upset. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid, duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax), gabapentin (neurontin), iron, ketorolac tromethamine, magnesium, omeprazole, omeprazole (prilosec), proton pump inhibitors, sucralfate (carafate) and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"), back pain ("back pain/ pain in neck and shoulder that radiated down to back"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in neck"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines"). In 2006, the patient experienced irritable bowel syndrome ("ibs") and coeliac disease ("celiac¿s disease") and was found to have hormone level abnormal ("hormonal changes"). In 2007, the patient experienced gluten sensitivity ("allergic reaction/allergic/hypersensitivity reaction (glutens, metals)") and allergy to metals ("allergic/hypersensitivity reaction (glutens, metals)/nickel allergy"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)") and nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss"), tooth discolouration ("dental problems brown staining") and hypoaesthesia oral ("dead nerves and no feeling inside mouth/gum areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia"), mood swings ("mood swings"), alopecia ("hair loss/hair falling out "), arthralgia ("joint pain"), infection ("infections"), sjogren's syndrome ("autoimmune disorder (sjogren¿s)"), sinus arrhythmia ("sinus arrhythmias"), bone pain ("bone pain") and nasopharyngitis ("cold") and was found to have bone density decreased ("bone density loss"). The patient was treated with antibiotics, drugs for constipation and surgery (hysterectomy(partial) and bilateral salphingectomy and surgery (removal of essure)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, neck pain, abdominal pain, dyspareunia, headache, gluten sensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, rheumatoid arthritis, sjogren's syndrome, sinus arrhythmia, tooth discolouration, irritable bowel syndrome, coeliac disease, nausea, hypoaesthesia oral, hormone level abnormal, bone pain and nasopharyngitis outcome was unknown, the musculoskeletal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bone density decreased, bone pain, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hypoaesthesia oral, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, nasopharyngitis, nausea, neck pain, pelvic pain, rheumatoid arthritis, sinus arrhythmia, sjogren's syndrome, tooth discolouration, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion no tubal patency. Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, headaches, nausea, migraine, joint/shoulder pain, neck pain, abdominal pain, rheumatoid arthritis, allergic to nickel, drug hypersensitivity, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: update of information (batch is invalid). Events rheumatoid arthritis, sjogren's syndrome, coeliac disease made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/constant pain') in an adult female patient who had essure (ess205) (batch no. 12269190-inv,12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and otitis media. Previously administered products included for an unreported indication: penicillin allergy. Concurrent conditions included rib pain, costochondritis, tobacco user, pressure chest, iron deficiency anemia, cardiac dysrhythmias, overweight, bradycardia, photophobia, phonophobia, irritable, concentration ability impaired, trouble falling asleep, depressive disorder, gerd, bloating, sores mouth, urination pain, incomplete bladder emptying, foggy feeling in head, myalgia, palpitations, swelling nos and stomach upset. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2005 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid, duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax) from (B)(6) 2011 to (B)(6) 2012, fish oil, gabapentin (neurontin) since 2012, iron from (B)(6) 2011 to (B)(6) 2012, ketorolac tromethamine, magnesium from (B)(6) 2011 to (B)(6) 2012, omeprazole, omeprazole (prilosec), proton pump inhibitors, rabeprazole sodium (aciphex), ranitidine hydrochloride (zantac), sucralfate (carafate), tizanidine from (B)(6) 2016 and trazodone from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"), back pain ("back pain/ pain in neck and shoulder that radiated down to back"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in neck"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines"). In 2006, the patient experienced irritable bowel syndrome ("ibs"), coeliac disease ("celiac¿s disease"), depression ("depression"), anxiety ("anxiety") and gastrooesophageal reflux disease ("reflux") and was found to have hormone level abnormal ("hormonal changes"). In 2007, the patient experienced gluten sensitivity ("allergic reaction/allergic/hypersensitivity reaction (glutens, metals)") and allergy to metals ("allergic/hypersensitivity reaction (glutens, metals)/nickel allergy"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced rheumatoid arthritis ("autoimmune disorder (rheumatoid arthritis)"), nausea ("nausea"), morning sickness ("morning sickness for years") and feeling abnormal ("brain fog"). In 2012, the patient experienced arrhythmia ("arrhytmias"). In 2014, the patient experienced alopecia ("hair loss/hair falling out"). In 2016, the patient experienced tooth loss ("tooth loss"), tooth discolouration ("dental problems brown staining") and hypoaesthesia oral ("dead nerves and no feeling inside mouth/gum areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia"), mood swings ("mood swings"), arthralgia ("joint pain"), infection ("infections"), sjogren's syndrome ("autoimmune disorder (sjogren¿s)"), sinus arrhythmia ("sinus arrhythmias"), bone pain ("bone pain"), nasopharyngitis ("cold"), hot flush ("hot flashes") and cystitis ("cystitis,") and was found to have bone density decreased ("bone density loss"). The patient was treated with antibiotics, drugs for constipation and surgery (hysterectomy(partial) and bilateral salphingectomy and surgery (removal of essure)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, neck pain, abdominal pain, dyspareunia, headache, gluten sensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, rheumatoid arthritis, sjogren's syndrome, sinus arrhythmia, tooth discolouration, irritable bowel syndrome, coeliac disease, nausea, hypoaesthesia oral, hormone level abnormal, bone pain, nasopharyngitis, hot flush, cystitis, depression, anxiety, morning sickness, gastrooesophageal reflux disease and feeling abnormal outcome was unknown, the musculoskeletal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bone density decreased, bone pain, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hot flush, hypoaesthesia oral, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, morning sickness, musculoskeletal pain, nasopharyngitis, nausea, neck pain, pelvic pain, rheumatoid arthritis, sinus arrhythmia, sjogren's syndrome, tooth discolouration, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion no tubal patency. Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. Lot number was added. New events added: reflux, brain fog, hot flashes, cystitis, arrhythmias, depression, anxiety, morning sickness for years. Concomitant drugs, concomitant conditions, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/constant pain'), rheumatoid arthritis ('autoimmune disorder (rheumatoid arthritis)'), sjogren's syndrome ('autoimmune disorder (sjogren¿s)') and coeliac disease ('celiac¿s disease') in an adult female patient who had essure (ess205) (batch no. 12269190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: penicillin allergy. Concurrent conditions included rib pain, costochondritis, tobacco user, pressure chest, iron deficiency anemia, cardiac dysrhythmias, overweight, bradycardia, photophobia, phonophobia, irritable, concentration ability impaired, trouble falling asleep, depressive disorder, gerd, bloating, sores mouth, urination pain, incomplete bladder emptying, foggy feeling in head, myalgia, palpitations, swelling nos and stomach upset. Concomitant products included ascorbic acid, citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax), gabapentin (neurontin), iron, ketorolac tromethamine, magnesium, obetrol (adderall xr), omeprazole, omeprazole (prilosec), pantoprazole (protonix), sucralfate (carafate) and trazodone. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"), back pain ("back pain/ pain in neck and shoulder that radiated down to back"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain/pain in neck"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)") and migraine ("migraines"). In 2006, the patient experienced irritable bowel syndrome ("ibs") and coeliac disease (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). In 2007, the patient experienced gluten sensitivity ("allergic reaction/allergic/hypersensitivity reaction (glutens, metals)") and allergy to metals ("allergic/hypersensitivity reaction (glutens, metals)/nickel allergy"). In 2008, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and nausea ("nausea"). In 2016, the patient experienced tooth loss ("tooth loss"), tooth discolouration ("dental problems brown staining") and hypoaesthesia oral ("dead nerves and no feeling inside mouth/gum areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia"), mood swings ("mood swings"), alopecia ("hair loss/hair falling out "), arthralgia ("joint pain"), infection ("infections"), sjogren's syndrome (seriousness criterion medically significant), sinus arrhythmia ("sinus arrhythmias"), bone pain ("bone pain") and nasopharyngitis ("cold") and was found to have bone density decreased ("bone density loss"). The patient was treated with antibiotics, laxatives and surgery (hysterectomy(partial) and bilateral salphingectomy and surgery (removal of essure)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, neck pain, abdominal pain, dyspareunia, headache, gluten sensitivity, mood swings, fatigue, alopecia, tooth loss, bone density decreased, arthralgia, infection, vaginal haemorrhage, menorrhagia, allergy to metals, rheumatoid arthritis, sjogren's syndrome, sinus arrhythmia, tooth discolouration, irritable bowel syndrome, coeliac disease, nausea, hypoaesthesia oral, hormone level abnormal, bone pain and nasopharyngitis outcome was unknown, the musculoskeletal pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bone density decreased, bone pain, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, hypoaesthesia oral, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, nasopharyngitis, nausea, neck pain, pelvic pain, rheumatoid arthritis, sinus arrhythmia, sjogren's syndrome, tooth discolouration, tooth loss and vaginal haemorrhage to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion no tubal patency. Diagnostic results: in (B)(6) 2005, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, headaches, nausea, migraine, joint/shoulder pain, neck pain, abdominal pain, rheumatoid arthritis, allergic to nickel, drug hypersensitivity, back pain. Amendment: the report was amended for the following reason: this is a retention case. All relevant information from the duplicate case (B)(4) has been transferred to this case. Medwatch 3500a MFR number- 2951250-2020-01791. E2b company number- us-bayer-2020-035317. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.